Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination found that the hypotube had broken approximately 215mm distal to the catheter's strain relief. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified stent damage.the struts on the first two rows on the distal end of the stent were misaligned, stretched out towards the tip and some struts were raised up. There were also some other struts along the stent raised up. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00290. It was reported that during a percutaneous coronary intervention procedure stent damage and fracture occurred. In (B)(6) 2012, a taxus liberte stent was implanted in the obtuse marginal. Nine days post procedure the patient presented with totally occluded instent restenosis. Vascular access was obtained via the femoral artery. The totally occluded target lesion, 24mm in length with a significant bend less than or equal to 45 degrees was located in the 2.5mm diameter obtuse marginal. During unpacking of a 24 x 2.50mm taxus liberté mr stent delivery system (sds), a slight bend of the stent was noted. During advancement of the sds significant resistance was encountered and at the diagonal left anterior descending artery (lad) the stent broke into two pieces and remained on the guide wire. The sds along with the two stent pieces were successfully withdrawn. The procedure was completed with overlapping placement of a 2.5x28 taxus liberte stent and a non bsc stent. No patient complications were reported and the patient's status is listed as stable.

Event description:
Same case as MDR ID# 2134265-2013-00290. It was reported that during a percutaneous coronary intervention procedure stent damage and fracture occurred. In (B)(6) 2012, a taxus liberte stent was implanted in the obtuse marginal. Nine days post procedure the patient presented with totally occluded instent restenosis. Vascular access was obtained via the femoral artery. The totally occluded target lesion, 24mm in length with a significant bend less than or equal to 45 degrees was located in the 2.5mm diameter obtuse marginal. During unpacking of a 24 x 2.50mm taxus liberté mr stent delivery system (sds), a slight bend of the stent was noted. During advancement of the sds significant resistance was encountered and at the diagonal left anterior descending artery (lad) the stent broke into two pieces and remained on the guide wire. The sds along with the two stent pieces were successfully withdrawn. The procedure was completed with overlapping placement of a 2.5x28 taxus liberte stent and a non bsc stent. No patient complications were reported and the patient's status is listed as stable.